Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an aneurysm developed. Approximately 4-6 months or longer post implant of a taxus express2 stent and aneurysm was discovered. The aneurysm was located on top of the mid portion of the stent. The physician had opted to leave it alone. No further information has been provided.